Event description:
It was reported that patient underwent a procedure utilizing a suture anchor on (B)(6) 2012. During the procedure, the surgeon opened a suture anchor, and found it had two sutures instead of the expected three. The procedure was completed using the same device with no reported delay in the procedure or patient injury.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Evaluation of another device from the same lot confirmed reported issue.